Event description:
Philips received a complaint on the patient information center ix indicating no vitals are transmitting to the central stations in that area. The device was in use at the time of the event. No adverse event occurred.

Manufacturer narrative:
A philips field service engineer (fse) evaluated the device identified an issue with hosptial it dhcp change. The fse worked with the biomed, hospital network team, dhcp project team, and firewall team to resolve the issue. The philips system was restored and resolved. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.